Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation had occurred while wearing the pod. The patient visited the doctor and was prescribed ointment, oil, and soap for treatment. The patient does not recall the name of the products prescribed.